Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the device surface had cracks and blisters. No additional information is available.

Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR 1526350-2015-00165 ¿ 1 . A zimmer air dermatome ii, serial number (B)(4), along with associated width plates were returned for evaluation. The device was processed and it was determined that no investigation is required for this complaint based on the evaluation which revealed bubbling/blistering of the surface coating to the width plates and head. This issue has been addressed and actions have been put in place to correct the problem moving forward. The device will not be returned to the customer.